Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). It was indicated that the device is not returning for evaluation as it was discarded; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was initially reported that the patient had multiple surgeries in the left eye (os) and due to the anatomy, the intraocular lens (model za9003) was unable to be placed and sutured in as planned. An anterior chamber lens had to be used. Reportedly, the doctor made several attempts to place the lens, but it just didn't work. Additional information was received, and it was learn that incision was enlarged, and sutures were used to implant the 3 piece lens that was used as a replacement. There was no patient injury. Patient was doing well when discharged. The za9003 lens was discarded by the account. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.